Event description:
An abutment broke in function.

Manufacturer narrative:
In co's evaluation of the returned product, co found the component to actually be a (catalog # 0633, lot: unk) universal abutment instead of the (catalog #:0620, lot: unk) fixed abutment originally reported. No obsevable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was not available from the dr's office.